Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system, developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. Additional information was received that cultures of the wound site were taken and tested positive for staph. The physician noted that staph is naturally on the patient's skin and was not convinced this was an infection. The physician also felt that the wound at the xiphoid incision may have been due to bumping the site during the healing process. The patient is continuing to take and course of antibiotics. The system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system, developed an infection at the xiphoid incision area approximately one month post implant. The wound was noted to be open and expressing fluid. The drainage was noted to be mostly clean with only mild purulent. It was noted that the infection was not systemic. The patient was given oral antibiotics with a plan to follow up with their physician on an unknown future date. Additional information was received that cultures of the wound site were taken and tested positive for staph. The physician noted that staph is naturally on the patient's skin and was not convinced this was an infection. The physician also felt that the wound at the xiphoid incision may have been due to bumping the site during the healing process. The patient is continuing to take and course of antibiotics. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product was retained by the hospital, we have determined that the post-operative wound infection is a known inherent risk with use of this product. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was retained by the hospital. As such, physical analysis has not been conducted in our laboratory. Risk assessment: a risk review was completed and confirmed that the event of post-operative wound infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.